Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage associated with the cartridge or its connector, noticed when the device displayed ¿high¿ and insulin was felt on the skin; the user replaced supplies and glucose values began trending down. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included elevated blood glucose up to ¿high¿ for about two hours without need for assistance, back-up therapy, or professional medical intervention. Investigation included customer interview and assessment of user-reported device performance related to possible fluid leakage at the cartridge or connection interface. Investigation of this case revealed a suspected cartridge or connector leak resulting in underdelivery of insulin and transient hyperglycemia, consistent with a device component leak at the cartridge-to-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component leakage leading to insulin underdelivery.